Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during surgery the device did not work at all and when the battery pack was opened it was found that the battery had leaked. There was no patient impact but it is unknown if there was a delay. Due diligence is complete and there is no additional information available.